Event description:
Discordant advia centaur troponin ultra results were obtained on two pt samples. Customer runs pt samples in duplicate for the troponin ultra assay. For pt (B)(6), one result was positive and one was negative for initial testing. Pt (B)(6) was redrawn and the sample was tested in duplicate twice. Positive results were generated and the final result was reported out as positive. There was no report of adverse health consequences due to the discordant troponin ultra result.

Event description:
Discordant advia centaur troponin ultra results were obtained on two pt samples. Customer runs pt samples in duplicate for the troponin ultra assay. For pt (B)(6), both the initial and the repeat results were above the lab defined cutoff. Initial duplicate testing showed that the first result was much higher than the second result. The final result was reported out as positive. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant troponin results was due to excessive spraying of the reagent probe. The fse replaced the reagent probe on the instrument, calibrated, and properly aligned the tower. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant troponin results was due to excessive spraying of the reagent probe. The fse replaced the reagent probe on the instrument, calibrated, and properly aligned the tower. The instrument is performing within specifications. No further evaluation of the device is required.